Event description:
On 03/03/2000, the facility's materials manager/safety officer informed the manufacturer's (MFR.) Rep of the following: the physician was implanting the device and during irrigation, discovered a "pinhole" and leak on the venous extension leg. Two (2) more devices were opened and the same problem was encountered. A fourth device was opened and revealed no leaks. The physician was angry and placed all the devices in the trash. O.r. Was able to salvage one device (lot# unk) for return to the MFR for analysis. Per the report, the physician stated that they used three (3) each on 03/02/2000, and all three (3) had "pinholes" on the venous side of the catheter (lot#'s unk). The facility opened one (1) each of lot# se99427 for testing and no leaks were observed. No further details were provided.